Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and turbid fluid. Three days after onset, the patient was hospitalized for the event. Treatment for the event of peritonitis was not reported. The patient was recovering from the event of peritonitis and was discharged from the hospital five days after admission. Extraneal and physioneal therapies were ongoing. No additional information is available.